Event description:
It was reported that the cannula did not deploy during the activation process. The pink slide did not move forward. Cannula was not visible though the viewing window on the pod. The pod was worn less than 1 hour.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The pod was received not deployed. The download data showed that the pod was deactivated during operation. The rotational sensor data showed that a second closed-to-open transition with a confirmed open occurred earlier than expected, resulting in first prime ending earlier than expected. First prime ending earlier than expected resulted in the firing flat of the ratchet gear not being lined up with the release bar by the end of second prime, preventing the needle mechanism from deploying as intended. Rerun of the pod replicated the rotational sensor abnormalities. Inspection of the pod found discoloration on the commutator cap, indicating contamination that contributed to the rotational sensor abnormalities that prevented the pod from deploying as intended.